Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Event description:
A cryoablation procedure was performed using an arctic front catheter to ablate the right inferior pulmonary vein (ripv). Phrenic nerve pacing was done during the first two ablations, which lasted 240 seconds each. No phrenic nerve pacing was done during the third ablation, and phrenic nerve paralysis occurred 160 seconds into the third ablation. For 1.5 hours, frequent attempts were made to pace the phrenic nerve, but the phrenic nerve function did not return. The procedure was stopped. The doctor reported that the patient had no symptoms when discharged from the hospital on (B)(6) 2011.